Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Per the distributor, it was reported that the buttons do not respond anymore. It was also reported that the display turns to a pink colored screen.